Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that in association with this cardiac resynchronization therapy defibrillator (crt-d), as a result of rf telemetry interference, telemetry was lost during threshold testing of the pacemaker dependent patient. The end test command did not get to the device right away. The patient has historically been symptomatic with even just one pause in pacing, and did experience a few seconds of syncope as a result.